Event description:
End user states "he estimates 1 or 2 out of every 100 he has used" the blue line and the coude tip are very slightly misaligned "about 2 degrees off." No part number or lot numbers provided. No harm reported for this concern. This emdr covers the unknown number of catheters with the defect.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 and manufacturing site: 3005471919.